Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted inside the stomach to treat a pancreatic cyst during a procedure performed on an unknown date. During the procedure, the placement was carried out in accordance with the standard protocol. However, the stent was deployed prematurely. Despite this, the stent was ultimately positioned successfully. The procedure was completed using the same device. There were no patient complications reported as a result of this event.